Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the leads had not migrated.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6), product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient saw the healthcare provider (hcp). Hcp reported the spinal cord stimulator (scs) is still working well to cover the patient complex regional pain syndrome but the patient is having pain around the anchors. Hcp though this is myofascial pain and they need some trigger point injections and meds.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient reached out to the rep today and they are sending the patient to get some x-rays as the patient is scheduled to be seen in the office on (B)(6) 2024. It was reported that they had not noticed any coverage changes and were still getting good coverage of their knee pain. However, they felt a bump in their back, left of their battery near their spine. They also described feeling discomfort in their spine and back that felt like the leads were pulling. They denied having any opening or drainage in their back near either the spine or battery incisions.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-nov-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 12-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.